Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue of the wires in the wrong spot and pain had not been resolved, and the patient was taking 30 mg of "naro" a day. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a45, serial# (B)(6), product type: lead; product ID: 3986a45, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3986a45, serial/lot #: (B)(4); product ID: 3986a45, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported the healthcare professional (hcp) ¿put the wires in the wrong spot when he had it put in (B)(6) 2014, it was supposed to be put in for the pain in his shoulder and doctor put it in for headaches, and he used it for his shoulder too, it helped some. It was clarified what they mean, and they said ¿it was supposed to be put in for his shoulders, but it was just for his head for his headache, they put it in the neck instead of the shoulders. It was clarified if the doctor did mistakenly put the ¿wires in the wrong spot¿ and caller replied ¿well, I think so at least I don¿t know. No further complication and events were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a45, serial#: (B)(4), product type: lead. Product ID: 3986a45 , serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's representative. It was reported that when the patient's implant surgery was done, the surgeon was supposed to put the implant in the patient's shoulders, but they put it in the patient's neck. It helped the patient's shoulders some. When the surgeon came out of the surgery, they said it was successful and the patient wouldn't have any more headaches. The patient didn't have headaches, but they had pain in their shoulders and rotator cuff.